Manufacturer narrative:
The field service representative (fsr) found that the suspect batteries were not supplied by the manufacturer, therefore not approved for use in the device.

Manufacturer narrative:
(B)(4). Per the fsr, the battery backup failed after one minute on battery power. There was no audible alarm and the battery module indicator light was red. There was no visual damage to the power cord or battery module. After troubleshooting the problem, the fsr discovered that the batteries were completely dead. The batteries were replaced. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery module failed when the unit was unplugged from the wall. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician verified the batteries received were non-manufacturer specified parts. One battery measured 12.9 volts direct current (vdc) upon receipt, with a conductance measurement of 371s (siemens). There is no specification for conductance for this brand of battery (genesis). The second battery measured 12.8 vdc with a conductance measurement of 51s (siemens). This battery is unlikely to support a load properly, which corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.